Event description:
On (B)(6) 2024, this 64-year-old female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius customer service she experienced peritonitis and was hospitalized. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following nausea, vomiting and abdominal pain. Peritoneal effluent fluid cultures obtained in the hospital were not reported to the outpatient clinic; however, a white blood cell (wbc) count obtained in the hospital on (B)(6) 2024 presented with 1178/mm3. The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained that a family member assists the patient with pd treatments and has admitted to nonadherence to aseptic technique with pd setup and disconnects in the past. The patient was initially prescribed intraperitoneal (ip) vancomycin at 2000 mg and ip cefepime at 2000 mg to address her infection, but her prescription was changed to only ip gentamycin at 1000 mg (frequency and durations of all antibiotics not reported). The patient was able to undergo ccpd therapy on a hospital provided baxter cycler (not a fresenius product) for the duration of the admission. The patient had an uneventful hospital course, and she was discharged home on (B)(6) 2024. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event while she remains asymptomatic and continues ccpd therapy on the same liberty select cycler at home post-discharge.